Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula / needle or any fluid path component. This occurred on 100 occasions during use. The following information was provided by the initial reporter: ¿ eclipse needles have "glue like drops" on them."

Event description:
It was reported before use of the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula / needle or any fluid path component this occurred on (B)(4) occasions during use. The following information was provided by the initial reporter: ¿ eclipse needles have "glue like drops" on them ¿

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter (epoxy) with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10